Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic with no capture at max output. Fluoroscopy revealed dislodgement. It was noted that twiddler's syndrome was observed. The lead was explanted and replaced. The patient was stable throughout the procedure.